Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, oversensing and noise was noted on the right ventricular (rv) lead. Technical support was contacted. The rv lead remains implanted and the physician will continue to monitor the lead. Additional information was requested but not yet received. The patient was in stable condition.

Event description:
During follow-up, oversensing and noise was noted on the right ventricular (rv) lead. Technical support was contacted. The rv lead was explanted and a new rv lead was successfully implanted. The patient was in stable condition.